Event description:
On (B)(6) 2017, the patient with this pacemaker fainted and was taken to the emergency room. Upon interrogation of this device there was a battery error. After clearing the battery error, this device was showing at eri. The device was explanted 3 days later and replaced.

Manufacturer narrative:
Upon receipt, the device was interrogated revealing the battery status eri. During the interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step the memory content of the device was inspected. During the device interrogation it was noted that the battery status eri was triggered on (B)(6) 2017 as a result of a depleted battery. However, the memory content documented that the current consumption was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. The manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to the early depletion of the battery. In summary, the returned pacemaker was thoroughly investigated. The analysis of the electronic module did not show any abnormality, in particular the current consumption of the module was normal. The analysis of the battery confirmed an elevated battery depletion, however, there were no signs of a battery malfunction. Despite the dedicated analysis, the root cause of the early battery depletion could not be determined. The therapy functionality of the pacemaker was not compromised while implanted and in service. Biotronik will monitor closely if complaints received in the future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in the future.